Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer¿s insulin pump had a damage to the reservoir. The customer¿s blood glucose was 5.4 mmol/l at the of the incident. The customer also stated that the reservoir ring had a damage and fell off. The customer advised that the pump needs to be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan per health care professional. The customer advised that the pump needs to be replaced. The pump will be returned for analysis.